Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was found unresponsive and the implantable pulse generator (ipg) was pacing at the upper rate. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.